Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name d4: additional device information: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
It was reported that 2 abutments fractured by the screw at tooth site 16. The original multi-unit was placed in (B)(6) 2025 and it fractured and was replaced by a new one. The occlusion was eliminated , x-ray, and prescribed a night splint. In may 2026, the new abutment fractured again at the same place, x-ray performed , no gaps observed and the implants are placed parallel. This report refers to the second fracture.